Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report# 2134265-2009-07180 and 2134265-2009-07181. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. Access was obtained through the femoral artery. A 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. The lesion was initially ablated with a 1.25mm burr. The physician attempted to place a 3.0x32mm taxus liberte stent, but was unable to cross the lesion and the shaft fractured. Two non-bsc stent delivery systems were unable to cross and also fractured. Next the physician attempted to place a 3.0x16mm taxus liberte stent but was unable to cross the lesion and this shaft also fractured. Finally, the physician attempted to cross the lesion with a 3.25x15mm maverick2 balloon but was still unable to cross the lesion and this shaft fractured as well. All three bsc devices fractured outside the pt. The procedure was completed with a different device. No pt complications occurred. The pt status is satisfactory.